Event description:
The anesthesiologist was performing a caudal and lumbar epidural steriod injection at the l5-s1 level. A 20gauge needle was inserted through the sacrococcygeal membrane and then a guidewire was advanced towards the l5-s1 junction: this was done without difficulty. However, the 20 gauge catheter was not passed successfully through the skin and eventually both the guidewire and catheter were removed. When they both were removed, it was evident upon visual examination that the guidewire appeared to be separated or damaged at the tip. A lateral xray confirmed that the approximately 1 inch or less of the guidewire remained in the patient, just above the sacrococcygeal membrane within the caudal canal. The anesthesiologist consulted with neurosurgery & it was determined to leave the guidewire fragment in place as removing it would pose greater risk to the patient. Per the anesthesiologist, the fragment is close to the tailbone and not near any major nerves. The patient has had no symptoms/pain and is doing well. The physician feels that the patient's anatomy may have contributed to the event. Manufacturer response (as per reporter) for epidural injection kit, perifix single dose epidural anesthesia kitthe anesthesiologist planned to call the manufacturer. A copy of this report has been faxed to the manufacturer.